Event description:
(B)(6) is (B)(6) white female who has been referred to the (B)(6) by her primary care provider, (B)(6). She has been referred for eval and treatment of chronic pain in the lumbar and cervical regions. (B)(6) reports that she began to have problems with her back many years ago and had a lumbar laminectomy and a c5-c7. Acdf in the late 1980s while in (B)(6). She states that she did well for a while, but then in 1999, she was involved in a motor vehicle crash that was not terribly serious but this combined with time resulted in her pain being much worse. She was living in the (B)(6) area and established with dr (B)(6), pain management physician in (B)(6). She continues with dr (B)(6) at this time and has been seeing this pt for 14 years. In 2002, she states that she had the first of two intrathecal pumps placed. She states that she did enjoy significant improvement in her pain and due to failure, her pump was replaced with a synchromed iib 2009. Her pump is still in place through which she is receiving hydromorphone and clonidine. She states that she is interested in changing pain centers as she is not been especially pleased with care offered by dr (B)(6). She states that she had been doing fairly well until (B)(6) 2012 but she had an abrupt increase in her pain. She was "dog setting" and the dog which weighed about 50 pounds was found ill and she ended up picking up the dog and carrying him several times over the course of this one afternoon, after which she began to have significant pain in her body throughout and especially into her back and legs. She has had persistent headaches since then and really felt like something was wrong. She has had some more recent diagnostic studies and workup to see what is happening. At some point, she was apparently referred to dr (B)(6), neurosurgery. She saw him in the fall in 2012. We are able to pull up an x-ray from dr (B)(6)'s orders, nothing in the lumbar spine area. She has degenerative spondylosis, degenerative disk disease and "there is an approx 2 cm segment of lucency where the tubing does not appear intact." She states that "dr (B)(6) feels that upon catheter has a problem with the connection." She states that she is scheduled with dr (B)(6) on (B)(6) 2013 to have him take a look in there to see if he can reconnect the catheter in some way where they have talked about taking the catheter out. She does have her pump filled by basic home infusion within the home as ordered by dr (B)(6). She is taking some percocet but overall does not feel she is doing well. Unfortunately, we did not know from the extremely scant records provided by her primary care/referring provider that the pt even had the intrathecal pump. I have discussed her case with dr (B)(6) and have advised the pt candidly that our physicians some time ago made the decision to decline management of any new intrathecal pump pts, thus we are not in a position to take our own as the pt. Ideally speaking, she would have numb this and we would have not wasted her time today. However, I have advised the pt of my great concern that if the catheter is reconnected in some fashion and she suddenly begins to receive the program dose of intrathecal medication, she would be in a serious risk of overdose and even a lethal outcome potentially. Dr (B)(6) is certainly agreeable with this and I have personally spoken with dr (B)(6)'s nurse (B)(6), in regards to these concerns. She expressed intention to discuss with dr (B)(6). I have recommended that the pump be more or less started over as far as re-titration. It is of note that (B)(6) states that she talked with dr (B)(6) about her concerns and she did not feel like he was particularly aggressive in investigating the pump possibly malfunction. Hopefully, dr (B)(6) will be able to assist the pt and I have also suggested dr (B)(6) as another physician in the (B)(6) area who does manage pumps, although I have no knowledge in terms of whether or not he is willing to take on new pts in this respect. I have advised (B)(6) that we would be happy to see her for pain management if we were not managing the pump. Diagnostic studies: MRI of the lumbar spine from (B)(6) 2012 indicates multilevel degenerative disk disease, spondylosis. Lumbar spine x-ray from dr (B)(6) from (B)(6) 2012 indicated the same along with this 2 cm segment of tubing not being connected. The pt also supplies quite a bit of records from her personal files, some from dr (B)(6) and we also have some records from the home health managing her pump refill. Past medications: the pt has had various medications within her pump as well as some oral narcotics and muscle relaxers, we did not dealt into that in detail today. Necrotic tissue in back where dilaudid pumped in tissue for 8-9 months.